Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a confirmed fracture and an alert triggered for high impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.